Event description:
It was reported that while in the cath lab, when the pacing catheter was inserted through the sheath and was about to be placed in the pt's right internal jugular, the physician found blood leaking from the hemostasis valve. As a result, the sheath was removed and a competitor's sheath was used. The was no pt death, injuries or complications the pt outcome was good. It was noted that first a 5fr swan-ganz catheter was inserted and removed within 30 mins w/o issue, then the pacing catheter was used and that is when the event occurred. The second catheter was also 5fr.

Manufacturer narrative:
(B)(4). F/u report wil be filed if add'l info becomes available.